Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 650 mg/dl. It was reported that the customer was hospitalized three times for diabetes ketoacidosis. The customer was unable to troubleshoot due to time constraints. The customer does not feel comfortable using the insulin pump and would like to have the insulin pump replaced. No additional information was provided.